Event description:
A customer reported that two cutters would not work during vitrectomy surgery. Surgery was able to completed with no patient harm.

Manufacturer narrative:
No 23 gauge probe was received at the manufacturing facility for evaluation. Seven lot numbers manufactured in october 2012 and six lot numbers manufactured in january 2013 were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. Because a sample has not been returned, the root cause for the probe complaint issue cannot be determined. (B)(4).